Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during setup, the displays did not boot and there was a display of yellow warning signals changing at p1 or p2 or heater cooler remote. There was no patient involvement.